Event description:
A customer medsun was received with an event description: "intravenous tubing (IV) tubing noted to be leaking when placed in alaris infusion pump. The tubing was removed and noted to be leaking at soft top of junction". There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.